Event description:
The facility reported a colleague infusion pump with a failure code of 814:09 on channel b. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:09 on channel b was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to an occlusion sensor failure on channel b. The channel b pump head module was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.